Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a hemostasis procedure on (B)(6) 2011. According to the complainant, during the procedure, strong resistance was met when the physician "withdrew the outer sheath" of the device. The clip grasped tissue; however, it was difficult to release from the catheter. The physician was able to release the clip from the delivery system; however, the clip then fell off the tissue and into the patient. The clip was not retrieved and another resolution clip was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" at the conclusion of this procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.